Event description:
It was reported via medwatch form: patient's mother reported pump gave alarm for "no delivery. Blockage in tubing. Check tubing or site for blockage." The user performed troubleshooting but alarm was not resolved. The patient switched to their backup pump using the same settings (drug: remodulin, infusion rate: 0.036ml/hr, concentration: 5mg/ml, amount: 60.5 ng/kg/minute). No adverse effects reported.

Manufacturer narrative:
Device evaluation: one smiths medical cadd ms3 pump was returned for analysis. During analysis, the reported problem of the missing pixels was able to be confirmed in that the lcd display was found to be broken and the pump was unable to display anything on the screen. Because of this condition the pump could not be tested for functionality of the occlusion sensor until after the pump was repaired. Service replaced the pumps lcd display to correct the reported issue. Service will also perform all tests including occlusion sensor tests prior to it being returned to the customer. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.